Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable the healon device is not implanted; therefore, not explanted. Initial reporter phone number: (B)(6). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during use of the healon viscoelastic, a blue particle was identified in the anterior chamber after activation. Through follow up it was learned that the particle was removed successfully and no harm came to the patient. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR report, model number (healon) was entered. In this report the model number has been corrected to (healon 0.85). Additional information: device available for evaluation: yes. Returned to manufacturer on 04/25/2017. Device returned to manufacturer ¿ yes. Device visual evaluation: the complaint sample was returned to the manufacturer. There was no indication that the blue material observed by the customer had been returned for inspection. The returned complaint sample was inspected using (optical) stereomicroscopy and there were no abnormal/non-conforming observations for the remaining solution related to the device problem code. No additional abnormal/non-conforming observations. The inner surface of the blue perforation membrane was inspected related to the device problem code. A small amount of the blue rubber appeared to be missing as would be expected with coring of the rubber membrane. No additional abnormal/non-conforming observations noted for the perforation membrane. Coring of the perforation membrane is a known event which can lead to the generation of a blue rubber particle which can be expelled into the patient¿s eye during use of the product. There is a higher frequency of coring if the product has not come up to room temperature before use as the rubber is less flexible than at room temperature. A product quality deficiency could not be determined based on the analysis of the returned sample. All pertinent information available to the manufacturer has been submitted.